Event description:
It was reported that there was a burn through the cable where it connects to the working element of the device. No injury to the patient was reported.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The complaints describe that there were issues with uh801, 27040eb and 27040nb/6. As an example it was reported, that this bipolar cable was burned through during a urological tur procedure. The event is filed under internal karl storz complaint ID: (B)(4).